Event description:
The universal handswitch was returned for service. Upon evaluation at the manufacturer, it was discovered that the run/safe switch would not lock into either position, creating a situation in which the device has the potential to be activated unintentionally. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
The universal handswitch was returned for service. Upon evaluation at the manufacturer, it was discovered that the run/safe switch would not lock into either position, creating a situation in which the device has the potential to be activated unintentionally. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The reported event of safety switch did not lock into run/safe was confirmed. The safety switch did not lock into run/safe as it was worn. Wear may affect the components of the device causing the failure. The device was scrapped by the manufacturer.